Event description:
Allegedly, after a cystoscopy procedure, the rn reported that she received a burn on her forearm while removing the light post connector of the video cystoscope from the light source. She was unplugging the cable from the light source, when her left arm inadvertently made contact with the metal light post connector. She identified the burn as 2nd degree, quarter size with a blister in the center. Bacitracin ointment was applied to the burn area; burn has healed since then.

Manufacturer narrative:
Our user instruction manual for the video cystoscope has warnings indicating even after the light taper assembly or proximal connector is removed from the light source, surfaces will remain hot for a period of time. Therefore, the user should avoid bodily contact with the light taper due to the fact that it can reach high temperatures which can cause burns if touched. We compared heat emitting from the taper assembly of a video cystoscope returned by the customer with one from our sample stock. The customer's scope (sn (B)(4)) retains heat similar to or less than the comparison scope.